Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: one empty opened folder and one used product were received for analysis. During visual inspection of the used sample, degradation process has begun on the top assembly and bottom; also, the fractured ring was noted. Body fluids and partially detached straps could be observed too in the sample. In addition, the foil was examined and no damage or defects were found. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hernia repair and the mesh was implanted. It was reported that the mesh patch was falling apart. There were no adverse patient consequences reported. No additional information was provided.